Event description:
It was reported that a dell handheld computer's screen continued to freeze at the interrogation step. A new handheld has been sent to the site. Good faith attempts to obtain additional information have been unsuccessful to date.